Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back under the therapy electrodes with broken skin. The patient consulted his physician who recommended to use an ointment. Follow-up indicated that the patient removed the lifevest and the irritation had gone away.